Event description:
Difficult mask ventilation requiring oral airway and three hands for mask fit. Difficult due to faulty design of circuit mask. Patient not a difficult mask ventilation due to anatomy (mask ventilation after extubation with the old mask we had no issue with mask ventilating with the prior supplied mask). Having repeated issues masking with the new masks. Masks are dangerous and not designed properly. Anesthesia quality and she investigated this and reported back that the new circuits and masks arrived around three weeks ago. Since arrival, multiple issues have occurred at multiple sites. The anesthesia tech manager is working with the manufacturer to get a different product as these new masks are inferior to the previous product that was stocked for years. They are hoping to have this resolved shortly.